Event description:
Patient was intubated and placed on ventilator. Patient "sats" did not respond. Et tube cuff checked and the cuff had no air. Adding air did not help. Tube changed out and oxygen saturations improved. Cuff was checked prior to intubation. Patient covid positive and had been on bipap since (B)(6) 2020. FDA safety report ID# (B)(4).